Event description:
A surgeon reports the trailing haptic tore off the intraocular lens and remained in the cartridge of the delivery system during insertion. Enlarge ment of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.